Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Implant date: (B)(6) 2017. PMA/510k: this product is not marketed in the us. Work order search: no [or#] similar complaint type events were reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 13.7mm, vticm5_13.7, -9.50/1.5/100 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) in (B)(6) 2017. The reporter indicated that an accident to the patients eye has resulted in blur vision when reading or concentrating, and pain with light changes and while looking at a moving object. Reportedly, the patient had a visual check with the surgeon and the visual check was "perfect." The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted